Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 1 month post implant of this 29mm aortic bioprosthetic valve, it was explanted and replaced with a unknown device. The reason for the replacement was reported to be due to severe aortic insufficiency, a "left right fissure", and infection. No additional adverse patient effects were reported.